Event description:
The manufacturer received information from a service engineer on behalf of the customer alleging a trilogy ev300 device failed preliminary system test active exhalation verification prior to a field change order (fco) being implemented. There was no allegation of patient harm. The device was not reported to be in patient use. Evaluation of the trilogy ev300 device was cancelled by the customer. There is no confirmation of component necessary to address the failed test. The customer will do their own repair. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.